Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6)2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged that the basal history did not match the active basal program. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/26/2017 with the following findings: during investigation, the basal history appeared to be inaccurate due to a temp basal program being run. The pump was exercised for 24 hours with a 1.0 u hr/ basal rate at ending testing the basal history correctly showed a 1.0 u and the total daily dose showed 24.0 u. The basal history recording was defect was unable to be duplicated.